Event description:
It was reported that the patient presented for a cardiac resynchronization therapy pacemaker (crtp) implant procedure. During the placement of the left ventricular (lv) lead. It was noted that the lv lead exhibited high capture threshold which resulted in loss of capture. The lv lead was not used and replaced. The patient remained stable throughout the procedure.